Event description:
A malfunction was reported due to the display of malfunction code 24 on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.